Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a recanalization procedure, the guidewire allegedly stuck on the catheter. It was further reported that there was allegedly shards of the device in the saline. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as serious injury. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation. A catheter was physically investigated. The catheter was blocked due to unknown reason. Full aspiration could be achieved after flushing. Residuals of tissue were seen on the guidewire. No malfunction of the catheter detected. The leakage reported by the user can not be confirmed. No leakage was detected between the catheter handle and shaft or at any other part of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2025). H11: b5, d4 (medical device lot), h1, h6 (patient, method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the guidewire allegedly stuck on the catheter. It was further reported that there was allegedly shards of the device in the saline. Reportedly, the distal posterior tibial vessel was damaged and a sheath was used to cover and stop the bleeding. Additional medication was provided for pain, vein damage and hematoma. The procedure was completed using another device. The current status of the patient was unknown.